Manufacturer narrative:
The manufacturer will continue in it's attempts to obtain additional information and product identifiers associated with this event. This is the first of two reports for these events. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The surgeon reported the patient was implanted with bilateral multifocal lenses (iols) in 2009 by another physician. The patient had significant corneal cylinder and was not satisfied with the result. The patient is now in the care of the reporting surgeon who explanted both multifocal lenses in 2010 and replaced them with monofocal iols. The reporting physician stated he saw this patient several years prior to his surgery and it was documented that in one eye he had 4 diopters of astigmatism and the other eye had 3 diopters of astigmatism. Surgery dates and serial numbers of the iols were not identified.